Event description:
Customer reports high readings in blood glucose tests. Customer received a blood glucose result of 9.5mmol/l compared to a laboratory result of 4.1mmol/l obtained within a 10 minute timeframe. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's product has been requested back for investigation. A follow-up report will be filed once an investigation is complete.